Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The aus stopped working for unknown reasons. The existing aus was removed and replaced. There were no additional patient complications reported.